Event description:
Healthcare professional reported capsular contracture - baker grade iii on the left side diagnosed via MRI. Device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture - baker grade iii on the left side diagnosed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, capsular contracture: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii on the left side. Diagnosed via MRI. Device has been explanted and replaced.